Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker exhibited blood infection. There were no additional adverse patient effects reported. As of this time, this pacemaker is still in service.